Manufacturer narrative:
Approximate age of device ¿ 1 year and 9 months. The replaced portion of the percutaneous lead was returned to the manufacturer for evaluation, but the evaluation is not completed yet. No further information is available at this time. A supplemental report will be submitted when the analysis is completed.

Manufacturer narrative:
Additional information: the pump was returned for analysis. The evaluation is not yet complete. (B)(4). No further information is available at this time. A supplemental report will be submitted when the analysis is completed.

Event description:
Additional information was received from the (B)(4) registry stating: pt with known driveline fracture now with prolonged red heart alarms and pump stopping. The additional information also indicated that the patient's pump was exchanged. Additional information was also received stating that the patient was readmitted to the hospital because of driveline fault alarms that were causing the pump to temporarily shut off. The patient was brought to the or, and the lvad was replaced on (B)(6) 2015.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient called the hospital and stated that when he got up that morning and was connected to the power module, he experienced a red heart alarm and felt the pump stop. The patient went to the hospital that morning. The event history was reviewed and low speed and pump stop events were noted when the patient was connected to the power module. The hospital staff was unable to reproduce the events. Damage to the percutaneous lead was suspected and the patient was admitted to the hospital. On (B)(4) 2015, the manufacturer¿s technical services technician evaluated the percutaneous lead. X-rays were taken and reviewed, and they did not indicate any apparent trauma to the percutaneous lead. It was requested that as much of the external percutaneous lead as possible be replaced. After replacement, while the patient was laying in the hospital bed connected to a power module, the external portion of the percutaneous lead was manipulated without incident. However, when the head of the bed was raised so that the patient was in an upright seated position, a red heart alarm occurred, and the system monitor indicated a pump stop. Internal damage to the percutaneous lead is suspected. The patient was given an ungrounded patient cable.

Manufacturer narrative:
The pump remains in use supporting the patient. The patient continues to be on an ungrounded patient cable. Approximately 12" of the external portion/distal end of the percutaneous lead was returned to the manufacturer for evaluation. The report of red heart alarms and pump stop events can be confirmed based on the evaluation of the submitted log file; however, a specific cause for the events could not be conclusively determined through the evaluation of the returned percutaneous lead. The log file captured low speed/flow hazards and pump stop events while the patient was supported by the patient cable and power module. The data captured in the log file confirmed the reported events. The reinforcing sleeve of the percutaneous lead was cut open approximately 9" from the metal/system controller connector, prior to return. Removal of the reinforcing sleeve revealed multiple areas with shield breakdown. An electrical continuity test was performed on the 12" portion of lead and all wires were found to be electrically intact. No shorts or discontinuities were found. The shielding and bionate were removed, and examination of the underlying wires revealed no evidence of disruptions in the wire insulation or the underlying conductors. The percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2015 that the patient presented to the clinic with a "driveline fault". The patent's system controller was exchanged. The patient was asymptomatic for the event. It was noted that internal damage to the percutaneous lead is suspected and the patient is at home on an ungrounded patient cable. On (B)(6) 2015, another driveline fault alarm occurred. On (B)(6) 2015, the manufacturer's technical services technician went to the hospital to evaluate the issue. The event history was reviewed and the driveline fault alarms were confirmed and were intermittent. No low speed or pump stop events were noted. The patient reportedly experienced the alarms while in a seated position for an extended period of time. The event history indicates potential wire damage for the same wire. It is thought that the suspected damaged wire causing the previous events is getting worse and alarming with intermittent driveline fault alarms. The hospital staff permanently silenced the driveline fault alarm, and are discussing the course of action for the patient.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The pump returned with the percutaneous lead cut approximately 2 inches from the pump housing, and the severed portion of the percutaneous lead was returned. Electrical continuity testing of the distal-end portion of the percutaneous lead revealed a continuity issue in the yellow wire. The shielding and bionate were removed, and examination of the underlying wires revealed a fractured yellow wire approximately 35.5 inches from the metal system controller connector (at what would be approximately 5 inches from the pump housing). Further examination of this area revealed that the orange wire was partially fractured, and became fully fractured with a small amount of force. The conductors of the wires were exposed. The disruptions appeared to be the result of repetitive flexing of the percutaneous lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The disruptions in the wires would have interrupted function as a result of the exposed conductors from the yellow or orange wires potentially contacting the braided shield and shorting to ground if the device was connected to the power module. The heartmate ii operates on a three phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the yellow wire, and potentially the orange wire, to its redundant motor phase wires, the fractured inner conductors would have resulted in the reported driveline fault alarms. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.